Event description:
The event is reported as: a (B)(6) at (B)(6), had heard about this event in (B)(6), but has no detailed info. It was stated that an incident occurred in which a pt had a bleeding problem after surgery in which the possibility of the hem-o-lok clips were used. The pt was taken back to surgery to control the bleeding. It is reported that the pt survived but had hypoxia effects. No further info available. It is unk if a teleflex device was actually used.

Manufacturer narrative:
No sample or lot number is available for the MFR to investigate. Eval: conclusions - no sample returned. No investigation will be performed.